Event description:
The patient underwent pelvic surgery in 2004. Post operatively, the patient developed a urinary tract infection with dysuria and frequency. The patient was prescribed antibiotics. The infection cleared up by about 3 1/2 months later. The physician reports that the urinary tract infection is not related to the device.